Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. Two returned used suture segments were examined under a stereomicroscope at 10-40x. The returned 16cm segment was cut at both ends, and the returned needled 74cm segment was cut with a very few incompletely cut fibers that appeared broken. No breakages were observed. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for suture knot tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. The suture material broke upon pulling out the suture while closing the uterus. A like device from another lot was used to complete the procedure. There were no adverse patient consequences.